Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative the high impedances of greater than 40,000 ohms was measured on the right side of the implantable neurostimulator (ins) during implant. The impedances of the lead and extension were normal. The hcp tried removing the set screws and replacing them, but impedances were still over 40,000 ohms. There was no patient harm, injury, or death. The ins was replaced and the implant was successful.